Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had external ram crc error and unexpected restart. A cold reset was performed alarm. The customer¿s blood glucose was 84 mg/dl, 74 mg/dl and 121 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed unexpected restart error after battery change and resets time or date to factory default due to connector voltage leak at interface board. However, device passed the self-test and displacement test. No unexpected external ram crc error alarm noted during testing.